Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument was difficult to open and a component disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.